Manufacturer narrative:
Concomitant products: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing/undersensing and noise and diminished p waves. It was also reported that the was occasional mirror image seen with ventricular signal on the atrial egm between the ra and right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.